Event description:
It was reported that the biomed was performing calibrations and was receiving a calibration error 93 (heater test-element 3 failure). As per additional information received on 28jun2022, biomed called back to state that even after replacing the heater, it was still failing the calibration for an error 93 (heater test-element 3 failure). Mss suggested sending the device back for an assessment. As per sample evaluation results received on 29sep2022, it was reported that the arctic sun device would not cool to less than 6 degrees c due to a failing mixing pump. It was noted that the other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also noted that the replacement of the tank seals was due to lifting from the tank. The frame was straightened at the right rear caster which was straightened during assessment.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was performing calibrations and was receiving a calibration error 93 (heater test-element 3 failure). As per additional information received on 28jun2022, biomed called back to state that even after replacing the heater, it was still failing the calibration for an error 93 (heater test-element 3 failure). Mss suggested sending the device back for an assessment. As per sample evaluation results received on (B)(6) 2022, it was reported that the arctic sun device would not cool to less than 6 degrees c due to a failing mixing pump. It was noted that the other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also noted that the replacement of the tank seals was due to lifting from the tank. The frame was straightened at the right rear caster.